Manufacturer narrative:
The initial MDR 1226181-2013-00027 was filed on january 16, 2013.(B)(4) 2013: additional information: a siemens field service engineer (fse) and a siemens technical applications specialist (tas) were dispatched to the customer site. After evaluation of the instrument and instrument data, it was determined that the cause of the discordant glucose and creatinine results was related to sample handling. The fse and tas discussed the sample spin parameters with the customer.the instrument is performing according to specifications.no further evaluation of this device is required.

Manufacturer narrative:
The cause of the discordant, falsely low glucose and creatinine results is unknown. Siemens is investigating this issue.

Event description:
Discordant, falsely low glucose and creatinine results were obtained on a patient sample on a dimension vista 500 instrument. The discordant results were reported to the physician(s), who questioned the results. The sample was rerun on an alternate instrument, and the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low glucose and creatinine results.